Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
According to staff and the patient the bed would jump as it was being lowered.